Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. There was no reported impact to the customer's blood glucose level. As the occlusion alarms had occurred in the past and the supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.